Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a healthcare professional in (B)(6) of chronic constipation and peritonitis in a patient coincident with dianeal pd2 ambuflex. On an unreported date, the patient experienced chronic constipation. On (B)(6) 2012, the patient experienced peritonitis. The patient was not hospitalized. The cause of peritonitis was chronic constipation. On an unreported date, the patient began treatment with fortum 1gm-od-ip and tobramycin 40mg-od. Treatment for chronic constipation was not reported. Peritonitis was unrelated to the event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint for peritonitis is not confirmed. No device malfunction or use error was identified.